Event description:
It was reported that a syncopal patient presented in emergency room. Upon interrogation, the right ventricular lead exhibited over sensing resulting in pacing inhibition. On (B)(6) 2015, lead revision procedure was unable to be completed due to occluded vein. The device was reprogrammed and the lead was disabled. A new system was implanted on the right side of the body. The patient was stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.